Event description:
The customer reported that while running an htlv I/ii assay a sample barcode in position a9 & d12 were misread. No error message was generated. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field svc engineer was dispatched.